Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the urethral catheter came off when the patient was coughing due to discomfort in the throat after tracheal intubation with anesthesia. Upon an immediate check, the urethral catheter was found to be detached from the urethral orifice. An inspection showed no obvious crack with the balloon but fluid leaked. After the problem occurred, a new urethral catheter was indwelled in this patient, increasing her pain. The detached catheter and balloon were complete.

Manufacturer narrative:
The reported event was inconclusive as no sample was returned for evaluation. A potential failure mode could be ¿balloon collapses¿ with a potential root cause of " inflation / drainage lumen wall perforated". The lot number is unknown; therefore, the device history record could not be reviewed. A labeling review is not required. The product code for this z60/74 product is unknown. Therefore, bd is unable to determine the associated labeling to review. Although the product code is unknown, the unknown urine tube product labeling is found to be adequate based on past reviews.

Event description:
It was reported that the urethral catheter came off when the patient was coughing due to discomfort in the throat after tracheal intubation with anesthesia. Upon an immediate check, the urethral catheter was found to be detached from the urethral orifice. An inspection showed no obvious crack with the balloon but fluid leaked. After the problem occurred, a new urethral catheter was indwelled in this patient, increasing her pain. The detached catheter and balloon were complete.